Manufacturer narrative:
In the initial report, the device manufacture date provided 2/1/2001 was incorrect. The manufacturing site provided the year of manufacture only as 2005. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Applications support manager informed doctor that he could get someone from johnson & johnson surgical vision clinical support to call and give him more information on the phototherapeutic keratectomy treatment and this specific patient, however, doctor declined. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon was attempting to do a phototherapeutic keratectomy treatment on a patient that was experiencing hazing post photorefractive keratectomy.